Event description:
Additional information received reported that the onset of the event was unknown. Only the adaptor was replaced and everything worked fine after. The patient was receiving 50% or greater symptom reduction and no reprogramming was needed.

Manufacturer narrative:
Analysis of the adaptor (l/n n450605), found no anomaly.

Event description:
It was reported that the patient was not receiving stimulation and had a return of symptoms. It was noted that high impedances were seen upon interrogation and there was a problem with the adaptor. The patient¿s adaptor was replaced on (B)(6) 2014 and he was doing fine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3550-29, serial # unknown, product type accessory; product ID 64002, lot # n450605, explanted: (B)(6) 2014, product type adapter; product ID 3389s-40, lot # v238063, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v190602, implanted: (B)(6) 2009, product type lead; product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.